Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Additionally, it was reported that the pump battery depleted quickly. Customer declined troubleshooting with tandem technical support. The customer continued to use the pump for insulin therapy.